Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: non-medtronic product ID: balloon aortic valvuloplasty; product serial/lot number: unknown; implant date: n/a; explant date: n/a; b3: date is approximate. Month and year are confirmed valid. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 14 months following the implant of a transcatheter aortic valve, a follow-up transesophageal echocardiogram (tee) was performed that identified moderate-to-severe paravalvular leak (pvl) and an elevated transvalvular gradient of 31 millimeters of mercury (mm hg), and a pressure gradient of 20 mmhg. A post-implant dilation procedure was performed to improve valve hemodynamics, during which the balloon became lodged between the struts of the valve and, after several attempts, the balloon ruptured and remained inside the patient attached to the valve outflow. The patient was reported as alive with injury.

Event description:
Additional information was received that the ruptured balloon was not entirely removed from the patient. The shaft of the balloon was removed, but the "plastic of the ball" got caught in the frame of the valve. No additional treatment was provided. The patient's hemodynamics improved and were stable with a gradient of approximately 20 mmhg and mild pvl.

Manufacturer narrative:
Updated data: b5. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.